Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they can't get programmer working. Callers clarified getting poor communication. Walked callers through trying to connect with ins on call and patient was getting poor communication with and without use of antenna. They denied any recent trauma/falls. Callers stated this started "about middle of january (about the 10th)".  The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. Patient and patient's husband called back. Patient's husband said that they received replacement patient programmer however the same issue is occurring. Caller said that attempted to connect both with and without the antenna. During call, caller attempted again to connect with antenna and repositioned antenna several times and then without the antenna, however still not able to connect. When asked, caller checked the neurostimulator site and said can feel the implant and it seems like the top of the implant sticks out slightly more than the bottom. When asked, caller said that last time they successfully connected to implant was about a month ago. When asked, patient said that the setting was 7.0. Reviewed potential that neurostimulator battery could have depleted. Caller said that they were told that the battery might last 10 years. Redirected caller to contact hcp office for status update regarding arrangements with representative. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient on (B)(6) 2021. In response to the inquiry for if the cause of the poor communication with the ins had been determined, the patient replied ¿yes,¿ that most likely what caused or contributed to the issue was probably ¿dead batteries.¿ the patient continued ¿probably caused by having to run at higher settings to get relief.¿ in response to the inquiry for if the issue had been caused by normal battery depletion, the patient replied ¿yes,¿ and wrote ¿same as above,¿ in reference to their reply to the prior cause question. In response to the inquiry for what steps would be taken to resolve, the patient replied that the device was scheduled to be replaced on (B)(6) 2021. The patient said that at the time of their responding to their letter that the issue had not yet been resolved.

Manufacturer narrative:
H6: correction: annex e: health effects - clinical signs, symptoms or conditions code e2401 that was sent in prior report does not apply to this file. B3: correction: date sent in prior is approximate with month/year validity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.